Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported she was implanted for ic and bladder pain. The patient noted poor communication while using the antenna. The antenna secured but this did not resolve the issue. The patient noted her implantable neurostimulator (ins) was implanted in 2010. The patient reported bladder discomfort. The patient noted the bladder discomfort returned in (B)(6) 2016 along with the poor communication on the patient programmer. Additional information from the patient reported they were having trouble setting stimulation. The patient noted won't do telemetry with or without antenna. The patient is implanted for urinary dysfunction/sacral nerve stim. Additional information was received from the patient on october 25th, 2016. It was reported that the patient needed a new battery after 6 years of use. The procedure was scheduled to occur on (B)(6) 2016. They noted that the product worked very well and had solved their bladder discomfort.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.